Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015- 01488 / 01491).

Event description:
Legal counsel for patient reported that the patient underwent total right hip arthroplasty on (B)(6) 2009 and an initial total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2014 due to unknown reasons. The patient alleges pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. Four invoices were located for this patient during the invoice history review, confirming the initial left hip and right hip surgery dates and the right hip revision date. The fourth invoice reviewed indicates that the patient underwent an unknown procedure on an unknown side on (B)(6) 2014 wherein the modular head was removed and replaced. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to unspecified mechanical complications. During the procedure, a loose and malpositioned acetabular cup, metallosis, acetabular erosion and cyst formation were noted. The acetabular cup, modular head, and taper adapter were removed and replaced with a biomet head and taper adapter and a competitor cup and liner. Operative report noted patient underwent a further right hip revision procedure on (B)(6) 2014 due to instability. Operative report further noted seroma during the procedure. The modular head and competitor liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that the patient underwent total right hip arthroplasty on (B)(6) 2009 and an initial total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2014 due to unknown reasons. The patient alleges pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. Four invoices were located for this patient during the invoice history review, confirming the initial left hip and right hip surgery dates and the right hip revision date. The fourth invoice reviewed indicates that the patient underwent an unknown procedure on an unknown side on may 30, 2014 wherein the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015- 01488 / 01491 & 02400).